Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by cloudy effluent, fever and abdominal pain. On the same day as the onset, the patient was hospitalized and treated with vancomycin (2g, ip), ciprofloxacin (500mg, orally) and gentamicin (40mg, ip) for the peritonitis. The patient was discharged from the hospital the next day. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4).the cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.